Manufacturer narrative:
The system was evaluated and repaired by a third party service provider. Further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
Additional information was received from the field service representative on 09/17/2015. The fse reported that the reported issue by the customer could not be duplicated and no malfunction related to the device was identified. There is no evidence of an MDR reportable malfunction related to this event.